Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: investigation is based on event description and review of provided imaging. Imaging review finds filter tilt, although it is not clear whether it is true tilt in reference to ivc, or it is in reference to spinous processes only. Initial venogram demonstrates normal ivc anatomy. There is 11° of leftward tilt present on the follow-up venogram. Furthermore, tenting of one filter leg is observed; extension of one of the primary filter legs less than 3 mm outside of the column of contrast. X-rays show a filter tilt of 1deg (ap view - 10 degrees less than that measured in reference to the lumen of the ivc on the venogram) and 21deg of anterior tilt (lateral view). Both is measured in reference to the posterior spinous processes. Tilt should be measured in reference to the longitudinal axis of the ivc. However, without some form of cross sectional imaging or a lateral venogram, the true course of the ivc cannot be determined. The anterior margins of the vertebral bodies are used as a surrogate for the expected course of the ivc, but it is not uncommon for these two structures to not run in parallel. If the same degree of tilt discrepancy on the ap view is present on the lateral view, the true tilt in reference to the ivc lumen would not be considered a significant value. Regardless whether true tilt is present or not, filter tilt is a known risk in relation to filter implant reported in the published scientific literature. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 25.25 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3421575) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 25.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 13.6 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: no filter tilt. Analysis: the angle of filter tilt in the ap view was 1.6 degrees and 21 degrees in the oblique view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Model and lot #) igtcfs-65-1-jug-celect-pt. Investigation is still I progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 25.25 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect&#59398;filter (lot # e3421575) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 25.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 13.6 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: no filter tilt. Analysis: the angle of filter tilt in the ap view was 1.6 degrees and 21 degrees in the oblique view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.